Event description:
It was reported that the bd connecta plus3 16cm blue had a connection issue. The following information was provided by the initial reporter: this three-way stopcock has a modified luer lok connection that does not work properly. When did the incident occur? Before use I have sent this sku 394997 to the customer as an alternative to sku 394995, but the luer lok connections of the three-way stopcock are not the same as before. They look completely different see photo and we have not received any notification of a product change. The thread seems to fit, but you can easily overtighten it and then it leaks. These luer lock connectors are identical to the 394995 from the last delivery.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that there is no defect observed, the new iso thread can be seen. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.